Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited low p-wave amplitude causing potential undersensing and the implantable pulse generator (ipg) exhibited cardiac compass invalid data. The ra lead and ipg remain in use. No patient complications have been reported as a result of this event.